Event description:
It was reported that the caller heard of patient that had an implantable neurostimulator (ins) that tore up the patient¿s ligaments and nerves. The ins was wearing out his ligaments and ¿it was hanging on and his nerves.¿ the patient had the ins for over 12 years and he was trying to get rid of it. The patient was in the hospital trying to get a referral to have the spinal cord stimulator (scs) removed. No interventions or outcome were reported regarding this event. Additional information could not be conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).